Manufacturer narrative:
(B)(4). Insulin pump received with flashing medtronic logo due to moisture damage on electronic assembly. Unable to perform the displacement test, active current test, sleep current test and self test due to display anomaly. Pump failed to download history files and traces using thump due to display anomaly. The following were noted during visual inspection: scratched case, cracked case on battery tube side, cracked belt clip rail case corner and pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump had fluid under the liquid crystal display. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.